Event description:
A physician reported a pt who was double skin tested on 1/15/1998 and 1/24/1998 with negative results. On 2/16/1998, the pt received her first treatment in the glabella, vermilion borders, nasolabial folds, and oral commissures. On 4/9/1998, the pt was examined by the physician, who noted redness and firmness at both test sites and the treatment sites. The physician prescribed hydrocortisone cream over the counter to the symptomatic areas. On 4/27/1998, the physician prescribed intramuscular kenalog. The physician believed this is a definite hypersensitivity to the collagen.